Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The unknown zimmer implant was not returned. Since product has not been returned, visual/functional inspection could not be performed. The pictures or x-ray images of the implant site were not provided. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complainant reported that the implant fractured. The reported complaint could not be verified due to the lack of returned product and definitive evidence.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the unknown zimmer fractured.